Event description:
The customer reported that the device was heating up. This report is 1 of 1 for event # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the visual and functional evaluation noted that the motor hose was damaged due to normal wear. Components were replaced and unit repaired.